Manufacturer narrative:
Customer has not communicated if the device will be returned. Greatbatch will submit a follow-up medwatch 3500a once the investigation has been completed. Device not returned to manufacturer.

Event description:
It was reported during an unknown patient procedure that the offset cup impactor will not unscrew. The metal is bent and interferes with removal from the cup. There was a one (1) minute delay in the surgery. No adverse events were reported as a result of the malfunction.

Manufacturer narrative:
The complaint sample was returned to (B)(4) for evaluation and the reported event was confirmed. The instrument malfunctioned due to one of the forks on the universal joint flaring outward (bent) causing the assembly to seize as it cannot rotate within the body. A manufacturing review was performed and there were no discrepancies found. The device had met product specifications prior to shipment for distribution by the customer. No further investigation required. (B)(4).